Event description:
It was reported that a malfunction occurred with the pump, identified by malf 12. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to report back if any further issues arise.